Event description:
It was reported that during a lobectomy one side of the staple line had malformed staples at the first firing. The procedure was completed by add'l suture. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.